Event description:
Foam negative pressure dressing applied by surgeon to sacral pressure ulcer that had been debrided. Two days later the dressing was to be changed. The negative pressure machine showed a good pressure of 150 mm/hg. The dressing was saturated and leaking so the pressure reading had to be incorrect. The dressing was removed and the product rep came and examined it. They felt that the port pad was not functioning properly.======================manufacturer response for wound vac system, renasys ez plus negative pressure wound therapy system (per site reporter).======================there were actually 5 events related to this system (all reported). The first 4 were attributed to the canister on the machine. This one is attibuted to the foam pad and/or tubing being defective.